Event description:
During 45 minute bypass. The unit was reported to not oxygenate the blood. After surgery, the pt was reported slightly confused due to hypoxia. No further details or pt information is available.